Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell of within 28 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.